Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange textured to smooth implants. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange textured to smooth implants. A "hole" was identified in the device upon explant. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, red particles and underweight. A visual and microscopic analysis was performed which identified sharp opening on posterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: -a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
A "hole" was identified in the device upon explant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange textured to smooth implants. The device remains implanted.